Event description:
Reference number (B)(4). Event occurred in the united states emirates it was reported that patient went to emergency room and eventually got hospitalized on (B)(6)2024 due to diabetic ketoacidosis. The length of hospitalization was 2 hours. The glucose was 300 mg/dl at the time of incident. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states emirates

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.